Event description:
It was reported that the bd multi-purpose sharps container nestable was missing label. The following information was provided by the initial reporter: this is a report about a missing label of sharps collector. According to the customer's report, there was no label affixed to the base for one product.

Manufacturer narrative:
H6: investigation summary according to the DHR review process, the result showed there were no issues reported as missing label during the manufacturing process for the lot number reported (1307948). Also, a review of the ncmr¿s was performed; the result showed there was only one ncmr reported for the same issue and part number throughout the last twelve months. The actual sample is unavailable for investigation. Photos are provided for verification. According to the evidence received showing the lack of label in the base and within the report mentioning that one product had no product label affixed to the base we can identify this issue as a failure mode related to the manufacturing process due to process omission at the time to perform the relabeling process. Based on this investigation, it was determined that this failure mode is related to the manufacturing process since the lack of label would be an omission error during reprocessing material at the time to detect damaged label through the conveyor. The current manufacturing process was reviewed and it was found as capable of detecting missing label and that improvement actions have been implemented within the process and documented under the CAPA. However, based on the lot number provided, it¿s confirmed that this product was manufactured before these implementations (november 3, 2022). Quality alert was posted within the process in order to make aware all the people involved in the manufacturing process of this product. All the complaint information was also captured for tracking and trending purposes. H3 other text : see h10.

Event description:
It was reported that the bd multi-purpose sharps container nestable was missing label. The following information was provided by the initial reporter: this is a report about a missing label of sharps collector. According to the customer's report, there was no label affixed to the base for one product.

Manufacturer narrative:
Device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4).